Event description:
Medical affairs was unable to get a hold of pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is a meter malfunction. Pt claims meter powers off during use. Pt was experiencing symptoms, which consisted of feeling dizzy and sweaty. Pt obtained blood glucose of 40mg/dl, 14 days ago. Pt also mentioned a reading of 44mg/dl. Unknown when that reading was taken. Md treated pt with food and/or beverage. Customer service was unable to resolve the issue and sent pt a new meter. Pt suffered a serious injury; however, there is no evidence that meter contributed to the injury.